Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined that the device's internal hlc batteries were depleted, but was unable to determine the cause of the depleted hlc batteries. It was observed that the charge-pak had bent connector pins, but this did not contribute to the depleted internal hlc batteries in the device. A conclusive cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak), which is an indication that the device would not have sufficient power to provide defibrillation therapy, if needed. There was no patient use associated with the reported failure.